Event description:
A malfunction was reported on the pump, but there were no notable events prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue reoccurs.